Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately results on the subject meter (onetouch verioiq) in comparison with another meter (accu-chek). No specific meter readings were provided. This complaint is being reported because there was an allegation of inaccurate results with the subject meter and the inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.